Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the black inflation valve dislodged. This occurred when the balloon port was insufflated and the syringe was removed, causing deflation. It is unk how the procedure was completed. The hospital did not report any pt complications. Product is returning.

Manufacturer narrative:
The device has not yet been returned to maquet cardiovascular. We will continue to pursue the device being returned from the customer for investigation. A supplemental report will be submitted when the device has been returned and the investigation has been completed. (B) (4).